Event description:
It was reported that the 9800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the battery, memory, and mother board installed during the service call.